Event description:
It was reported that closure of an unspecified access site was attempted using a prostyle device. Reportedly, a cuff miss [suture-retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3: date of event - updated from estimated date to the actual date.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained: this was an arteriotomy closure of the right common femoral artery using the pre-close technique. The procedure was an interventional percutaneous transluminal angioplasty procedure. The sheath size was 7f just prior to device insertion, upsized to 14f by the end of the procedure. The suture of one prostyle device was successfully pre-placed and used to achieve hemostasis. No additional information was provided.